Event description:
Device malfunction: loss of vessel access and foot break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, while maintaining a 45 degree angle with the lever in the up position, the device was retracted until marking had stopped, indicating the foot was in position against the anterior arterial wall. However, loss of vessel access occurred. The lever was returned to the original position and the device was removed from the patient anatomy. Upon removal, it was found that part of the foot was missing. Hemostasis was achieved using a second proglide device. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.